Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was confirmed. The pcu event log shows that at 7:52 am on (B)(6) 2016 the user programmed the device to infuse levetiracetam 500mg/100ml; the rate and volume were pre-populated as 400ml/hr and 100ml, to infuse over 15 minutes. At 8:06 am, the device alarmed for air in line. The infusion was paused and subsequently channeled off. The volume recorded as being infused during this period was 92.49ml. The root cause of the device infusing faster than expected was a user programming issue. Devices not received, log review only.

Event description:
The customer reported that the primary infusion which was expected to infuse over 60 minutes instead infused in 15 minutes, and biomed requested a key press log review to check programming. There was no report of patient harm. The biomed department completed internal checks of the administration set and instruments and found no issues. No other event details were provided.